Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump and logs were not returned. The cause of the false position in aorta alarm was most likely patient condition related.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump triggered multiple 'impella in aorta' alarms despite confirmed proper positioning. Support was continued, and no harm occurred to the patient.